Event description:
The customer alleged they received questionable leukocyte results on their urisys 2400 analyzer. The customer stated this had been occurring sporadically beginning the week of (B)(6) 2013, but additional details are not available for the tests done that week. The customer stated there were at least three events. The customer provided data for two patients with discrepant results. It was unknown if any results were reported outside the laboratory. The first patient's initial leukocyte result was negative. The patient's sample was then tested on a cobras u411 analyzer and the result was 100/ul. The microscopy result for the patient was positive for leukocytes. On (B)(6) 2013, the second patient's initial leukocyte result from the urisys 2400 was negative. The sample was tested on the u411 analyzer and the result was 100/ul. The microscopy result matched the u411 result. The customer confirmed no patients received treatment based on the discrepant results and there were no adverse events. The urisys 2400 cassette lot number provided was 219140 and the expiration date was not provided. The field service representative went on site to perform a preventative maintenance. He decontaminated and cleaned the water reservoir and sample line. He could see contamination in the sample tubing between the sample probe and top connector of the sample syringe. The optical adjustments were ok. He performed a photometer calibration and user calibration and both were ok. The quality control results after the preventative maintenance were ok. Retention testing was performed on strip lot 21914000 using an urisys 2400 analyzer. The same investigation samples were also tested on an u411. There were no false negative results on the urisys 2400 and all results were comparable to the results from the u411.

Manufacturer narrative:
A root cause was not determined. The customer returned the urisys 2400 cassette with lot number 219140 for investigation. The test strips showed no visible anomalies. Test samples were analyzed on the returned cassette and a cobas u411 analyzer. There were no false negative results on the urisys 2400 analyzer; the results were comparable to the u411 analyzer. No additional complaints have been received for this lot.

Manufacturer narrative:
This event occurred in (B)(6).